Event description:
It was reported that the procedure was performed to treat a de novo lesion in the left anterior descending artery (lad) with mild calcification and moderate tortuosity. Pre-dilatation was performed with a non-abbott balloon device. Then a 2.50x38mm xience prime stent was deployed without issue to treat the target lesion; however, after post-dilatation, a distal edge dissection was observed. Therefore, a 2.0x12mm xience stent was deployed to cover the dissection, ending the procedure. There was no patient sequalae and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of dissection is listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.